Event description:
During a laparoscopic cholecystectomy procedure, the instrument did not load clips properly. The surgeon used another device without pt injury.

Manufacturer narrative:
6/3/97-supplemental report #1 submittedto FDA. Device evaluation indicated and codes entered in h3 and h6.